Event description:
Staple load did not activate when device was used. Replaced by new load which worked as expected. Manufacturer response for endopath staple reload, ethicon endopath (per site reporter). Manuf provided tracking# and product return packaging.